Event description:
It was reported that (1) tct75 was used during an open hemicolectomy procedure. It was reported by the affiliate that the instrument blocked and unable to fire the instrument with the original reload. It is unknown how the case was completed. There was no adverse pt outcome.